Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the patient with diabetes received a line blocked alarm that would not resolve with current cassette. Patient changed cassette and infusion site and when she removed the old infusion site and noted that the cannula was bent and there was a little bit of blood inside the cannula. There was patient involvement and no harm.